Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use. Without a lot number, the device history records review could not be completed. The received condition is noted as used with no remarkable damage from use in the field. All the silkscreen graphics on the case lid had been compromised and appeared peeled or faded. The case base silkscreen graphics are damaged in a similar manner. The case interior laser etch graphics located on the top plate are clear and legible. The top plate also had minor staining from the cleaning or sterilization process. No lot number was provided with this complaint. Current top level prints will be used for this complaint investigation. Based on the print, release date, (B)(4) 2008 this unit could have been in the field for up to 4 years. Adhesion test was performed on both the lid and case base graphics. The lid and base both passed the adhesion test. The manner in which the silkscreen graphics were compromised on both parts would indicate the unit being subjected to harsh cleaning or sterilization environments for an unknown period of time. These two parts were manufactured at different time periods and on separate work orders. The silkscreen degradation on both parts indicated they were compromised at the same time in the field. Due to the results of testing performed and the conclusion statement above, this complaint is indeterminate from a manufacturing perspective.

Event description:
Customer reported paint on the graphic case lid has bubbled after sterilization. (B)(6) 2013 - complaint review complete. All attempts to obtain additional information made. This is 1 of 2 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: date of event is (B)(6) 2012. Manufacturing site address is unknown. Original awareness date is 06/05/2012.

Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Upon further evaluation MFR# 3003787298-2013-10097, has been deemed non-reportable.